Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The device was not returned for evaluation. Therefore the investigation will be inconclusive. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model mc1810 biopsy instrument allegedly experienced packaging issue and needle bent. This report was received from one source. There was no patient involvement. The patients¿ age, weight, and gender were not provided.